Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead have exhibited a gradual increase in shock impedance measurements. The patient was brought in for testing where all vectors appeared to be high and out of range. Boston scientific technical services (ts) was consulted and discussed